Manufacturer narrative:
This report is resubmitted on request by the FDA to correct initial report. This failure was traced to a failed component (shorted capacitor) in the tr board assembly.

Event description:
There is a burning smell coming from the system. Previously submitted.